Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic elevated thresholds. The rv lead was capped and replaced during a routine generator change procedure. No patient complications have been reported as a result of this event.